Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, stryker observed the device had difficulties to shock. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The service technician has been contacted for clarification on the repair. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to verify and duplicate the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, stryker observed the device had difficulties to shock. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.